Manufacturer narrative:
Account stated that when the bed exit switches are unplugged, the bed exit power control board still would not alarm. Technician asked the account to check the bed exit power control board. No further info is available on the repair of this bed at this time.

Event description:
Account alleged that the bed exit did not alarm when the pt left the bed, alarm was allegedly active. No pt incident was reported.